Event description:
This pt reported having 3 bare metal stents (bms) but then I had 6 blockages later on. They were treated with cypher stents. They blocked up within 3 months. About a year later, the pt had another heart attack. "They went in there and cleaned them all out with some sort of tool and now I'm doing great, better than I have been in years." The pt also reported that he is prescribed plavix but they would no longer pay for them.

Manufacturer narrative:
Additional info was requested but has not been forthcoming. Therefore, this report represents notification of six unk cypher stents. A male pt with a history of cad and pervious bms placement and subsequent restenosis experienced recurrent restenosis and mi post cypher stent implantations. The reason for the pt's initial admission to hospital was not reported; but an angiogram revealed six blockages. It is not known if any of these involved the previously implanted bms. This pt's aggressive cad puts him at increased risk for mace. The pre or intra procedural administration of asa, plavix, heparin or gp2b3a and the performance or recording of acts was not reported. The location and characteristics of these multiple lesions were not provided. It is not known if the lesions were pre-dilated prior to the placement of six cypher stents of unk size at unk maximum inflation pressures. According to IFU, the use of more than two cypher stents has not been clinically studied. The pt appears to have been discharged on plavix. During conversation with this pt, he indicated that his physician had recommended that he stay on his plavix, but that the hosp would not pay for it. He has therefore not been able to afford it. The post procedural administration of asa was not reported. Three months after the index procedure, the pt was re-admitted with blockages. The treatment, if any, for this event was not reported. The pt reported that his dr stated that these types of blockages are very rare and that the pt is one of the few pts who still gets them with des. About a year and a half after this last incident, the pt was re-admitted with an mi. A repeat angiogram was performed; but the findings were not reported. However, the pt reports that the stents were "cleaned out with some sort of tool". He further stated that he has been doing great since. Attempts to obtain further info from this pt have been unsuccessful. In addition, he has declined to allow us to contact his physician for further info and/or clarification. The products remain implanted in the pt and are thus not available for evaluation. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Based on the limited info provided, it is not possible to draw a conclusion about a clinical relationship between the devices and the events. However, there are pt, vessel and pharmacological factors thay may have contributed to them. The products were not available for analysis. Additionally, as the sterile lot numbers were not available, device history record reviews could not be performed.